Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone (B)(4). The initial reporter email is not available/reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30582671) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00742 and. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612/11199561) was pushed into the 150cm x 5cm prowler select plus microcatheter (606s255x/30582671) and the physician felt resistance. The stent was found to be released in the distal end of the microcatheter. The stent was removed with the microcatheter and replaced with new devices to complete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 11199561) was pushed into the 150cm x 5cm prowler select plus microcatheter (606s255x / 30582671) and the physician felt resistance. The stent was found to be released in the distal end of the microcatheter. The stent was removed with the microcatheter and replaced with new devices to complete the procedure. There was no report of any patient adverse event or complication. On 05-jan-2022, additional information was received. The information indicated that the procedure was intracranial stent implantation. Adequate and continuous flush was maintained through the microcatheter. The information indicated that the stent is stuck in the microcatheter, as a result, the physician removed the stent with the microcatheter together from the patient¿s body. The stent/stent delivery system did not appear damage. No visible kinks nor other damages were observed on the microcatheter. Another 150cm x 5cm prowler select plus microcatheter (606s255x) and another 4mm x 16mm enterprise 2 vrd (encr401612) were used as replacements to complete the procedure. The reported issue did not result in any clinically significant delay in the procedure. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in a pouch. Visual inspection was performed. The returned device was observed compressed at 56 inches from the proximal end. No other damages and anomalies were observed during the visual inspection. Functional evaluation: the returned prowler select plus microcatheter was flushed using a lab sample syringe without any issue. After flushing, a 0.018 inch guidewire was advanced through the microcatheter and it became stuck at the compressed section. The guidewire could not be advanced through. Dimensional evaluation: the inner diameter (ID) and outer diameter (od) of the device was measured and confirmed to be within specifications. Hub ID= 0.0215 inch; specification: 0.021 in minimum. Distal ID: 0.0215 inch; specification: 0.021 in minimum. Actual microcatheter od body section = 0.0356 inch; specification: max. 0.0375 inch. Actual microcatheter od tip section= 0.032 inch; specification: max. 0.032 inch. The complaint documented that during the procedure, the 4mm x 16mm enterprise 2 vrd was pushed into the prowler select plus microcatheter and resistance was felt. The stent was then found to be released in the distal end of the microcatheter. Adequate and continuous flush was maintained through the microcatheter. The stent was stuck in the microcatheter and the physician removed both devices from the patient¿s body. A review of manufacturing documentation associated with this lot (30582671) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The compressed condition observed during the visual inspection at 56 inches from the proximal end and the area where the guidewire could not pass through during the functional evaluation is likely the factor related to the reported issue documented in the complaint. Based on this, the reported issue that the enterprise 2 vrd was obstructed in the microcatheter was confirmed. However, there may be other intraoperative factors that could have contributed to the event. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00742. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-jan-2022. [Additional information]: the healthcare professional reported that during the procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 11199561) was pushed into the 150cm x 5cm prowler select plus microcatheter (606s255x / 30582671) and the physician felt resistance. The stent was found to be released in the distal end of the microcatheter. The stent was removed with the microcatheter and replaced with new devices to complete the procedure. There was no report of any patient adverse event or complication. On 05-jan-2022, additional information was received. The information indicated that the procedure was intracranial stent implantation. Adequate and continuous flush was maintained through the microcatheter. The information indicated that the stent is sucking the microcatheter, as a result, the physician removed the stent with the microcatheter together from the patient¿s body. The stent/stent delivery system di not appear damage. No visible kinks nor other damages were observed on the microcatheter. Another 150cm x 5cm prowler select plus microcatheter (606s255x) and another 4mm x 16mm enterprise 2 vrd (encr401612) were used as replacements to complete the procedure. The reported issue did not result in any clinically significant delay in the procedure. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00742. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-jan-2022. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00742 and 3008114965-2021-00743. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.